Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a "be sure spike was fully inserted" message. The method that was used to prime was gravity. The patient was able to complete infusion, several error messages for them. Event occurred while in use with patient and no patient harm/adverse event reported. Continuous infusion rate: 1.75 (1.8). Total reservoir volume: unknown at time of alarm. Given: unknown. Air detector and upstream sensor were unknown. Length of infusion: 46 hours (69" line). Lock level: unknown. No cstd was used to fill cassette. No pump was used to prime the extension tubing.

Manufacturer narrative:
Device evaluation: no product sample nor photographic evidence was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The most probable cause is user interface. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.